Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - no anomalies were found. Analysis could not confirm or reproduce the customer comment.

Event description:
It was reported the stylus does not track properly on the left side of the screen, and activation of the buttons on the left side was not possible. Attempts to recalibrate the stylus did not improve the tracking. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.